Event description:
It was reported that the nurses were having problems with this arctic sun device and the control panel was going blank or shutting off during use. Biomed was sending it in for investigation or replacement. Per email response on 20june2022, there were no injuries reported and biomed had no further information on patient as had just received a note about the problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue could not be replicated during testing. Could not confirm the control panel shutting off. Device was run in manual normotherapy mode heating to 41 degrees c for 99 hours without shutting off or blanking. No evidence in patient data or system log files indicating powering off of the control panel. The control panel assembly was replaced preventatively, despite the inability to replicate the reported issue. The device passed all applicable testing and is ready for use.  It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. DHR is not required as this is not an out-of-box failure. The labeling/packaging review is not required as reported event is unconfirmed. The actual/suspected device was evaluated.

Event description:
It was reported that the nurses have been having problems with this arctic sun device and the control panel was going blank or shutting off during use. Biomed was sending it in for investigation or replacement. Per email response on 20june2022, there were no reported injuries and biomed had no further information on patient as he just received a note about the problem.